Manufacturer narrative:
Title: comparing the safety and efficacy of microwave ablation using thermospheretm technology versus radiofrequency ablation for hepatocel lular carcinoma: a propensity score-matched analysis source: cancers 2021, 13, 1295 published: 15 march 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study of comparing the safety and efficacy of microwave ablation using thermosphere technology versus radiofrequency ablation for hepatocellular carcinoma: a propensity score-matched analysis, compared the overall survival and recurrence-free survival outcomes among patients with hepatocellular carcinoma after microwave ablation and after radiofrequency ablation. Between december 2017 and august 2020, 410 patients with hepatocellular carcinoma underwent ablation. Propensity score matching identified 150 matched pairs of patients for microwave ablation with 254 to rfa. Complications were experienced by 8 patients in the mwa group, which included hepatic infarction (3 cases), intraperitoneal hemorrhage (2 cases), pleural effusion (1 case), hepatic abscess (1 case) and portal vein thrombosis (1 case.) The author did not indicate if these complications were related to the device. The author stated there are concerns regarding bile duct injury related to the high temperature during mwa and also concerns regarding bleeding that is related to the thicker antennas.